Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. This had occurred recently. The patient had return of gastroparesis and was experiencing abdominal pain, vomiting and nausea. It was believed the device hadn't been checked in over a year. Troubleshooting was limited because there wasn't a patient programmer for this device and they didn't a physician programmer. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the upon completion of interrogation, the patient's physician was able to determine that the patient's implantable neurostimulator (ins) was working fine and had a full charge; the physician proceeded to make a few minor changes. When the patient's physician discharged him/her, he/she's condition had improved. No patient injury was reported.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead product ID, 435135 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product typ lead. (B)(4).